Event description:
On 06/03/1998 the account reported an erratic ethanol result of <13 mg/dl on a pt from the ER, which was run on the axsym analyzer. The sample had been run in duplicate, giving 5.88/5.90 mg/dl. The ER personnel requested the sample be retested and results of >300/>300 mg/dl were given. No report of injury.